Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is missing co2 hardware following bench repair. There is no reported patient involvement.